Manufacturer narrative:
Additional information: during a procedure an attempt was made to use one endeavour resolute rx coronary des to treat a narrow, moderately calcified lesion exhibiting complete occlusion with a timi grade of 0 in the lad. The device was inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The lesion was predilated using a sprinter legend. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted when advancing the device. The lm was noted to be moderately calcified exhibiting 99% stenosis. The sprinter legend balloon passed through the lesion without any issue it was later reported that the patient is alive and in good condition. Update 27 nov 2020 resistance of the stent during withdrawal was high. Excessive force was not used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: two fluoroscopy still images received. Occlusions of the vessel is evident. Dislodged stent cannot be identified in the images received. Correction: b1: corrected to product problem medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one endeavour resolute rx coronary des to treat a narrow lesion in the lad. It was reported that a stent had been previously implanted in the mid anterior descending branch, the vessel was bent and the vessel wall was hard. It was stated that the endeavour resolute could not reach the lesion and during removal the stent dislodged in the coronary artery, a variety of remedies were tried but it still could not be removed. The coronary blood flow was rechecked, the timi blood flow was level two, there was no obvious chest pain and vital signs were stable. After consultation and due to current hospital conditions and technical limitations, it was recommended to transfer the patient to another hospital as soon as possible. No patient injury was reported.